Event description:
A nurse reported that a system message indicating a defective shutter was displayed at the start of a laser procedure, when the patient was already on the bed and the flap was cut. The staff contacted the manufacturer and through phone assistance the laser was restarted and the treatment was re-entered. The patient was treated successfully. There was a delay of 30 minutes due to the event. The customer mentioned that the six previous treatments had been uneventful. Additional information was requested and received.

Manufacturer narrative:
A service visit was performed. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).